Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b dual head broke apart in mouth, the jiggling heel came off [device breakage] no adverse event [no adverse event] case description: a consumer, age and gender unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills dual action broke apart in his or her mouth and the bits were nearly swallowed. The consumer stated he or she reacted quickly, and did not swallow the bits. No symptoms developed. On 20-may-2016 received follow-up: the consumer described the break as the "jiggling heel" of the brush head coming off. The reporter stated he or she was performing a flicking motion on the top teeth when the heel broke. No symptoms developed. On 20-may-2016 received follow-up: the consumer reported that when the heel of the toothbrush fell off, he or she tried to put it back on but it fell off again. The reporter tried to pry off the little white plastic piece below the brush head to see why the brush would not clip back onto the spindle, and in the process broke the piece of plastic. The consumer wanted to explain that this broken piece had nothing to do with the brush heel coming off. No symptoms developed.

Manufacturer narrative:
On 17-aug-2016 product investigation results: the reporter returned one oral-b dual clean brush head on 27-jun-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of the product. The product reached end of life. No manufacturing fault identified.

Event description:
Oral-b dual head broke apart in mouth, the jiggling heel came off [device breakage], no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills dual action broke apart in his or her mouth and the bits were nearly swallowed. The consumer stated he or she reacted quickly, and did not swallow the bits. No symptoms developed. On 20-may-2016 received follow-up: the consumer described the break as the "jiggling heel" of the brush head coming off. The reporter stated he or she was performing a flicking motion on the top teeth when the heel broke. No symptoms developed. On 20-may-2016 received follow-up: the consumer reported that when the heel of the toothbrush fell off, he or she tried to put it back on but it fell off again. The reporter tried to pry off the little white plastic piece below the brush head to see why the brush would not clip back onto the spindle, and in the process broke the piece of plastic. The consumer wanted to explain that this broken piece had nothing to do with the brush heel coming off. No symptoms developed.